Manufacturer narrative:
.

Event description:
It was reported the patient developed pericardial effusion. The lead was capped and replaced approximately three years prior. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.